Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in a clear solution, a product packaging jar for another mosaic valve. The valve was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. Depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. Pledgets remained attached to the valve on the inflow adjacent to the non-coronary and left cusps. A small gap between the sewing ring on the inflow and the remnant of host tissue showed the area of a possible paravalvular leak. The gap appeared to be the result of one pledget that may not have been tied securely to the sewing ring and shifted over time with the overgrowth of host tissue. Pledgets remained embedded in the pannus adjacent to the non-coronary left inferior coaptive area and non-coronary cusp. Two pledgets adjacent to the non-coronary left inferior coaptive area appeared to set sideways instead of flat on the sewing ring. Long green and white multifilament suture "taild" remained attached to the sewing ring. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. A large tear and/or abrasion through the free margin and lunula of the left cusp appeared consistent with historical events for contact with a long suture tail. All commissures appeared intact. Minor tissue damage in the non-coronary cusp side of the right non-coronary commissural area appeared to have occurred during explant. A large remnant of glistening off white pannus remained attached to the sewing ring on the inflow adjacent to the non-coronary and left cusps, extending to the tissue and base stitching, onto the left cusp inflow margin of attachment, into the non-coronary left inferior coaptive area and 1 to 3 mm onto the left cusp showing a reduced inflow orifice area. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. The tear in the leaflet was caused by a long suture tail, which is related to implant technique. The implant technique of the pledgets likely caused or contributed to the report of the paravalvular leak. (B)(6). (B)(4).

Event description:
Medtronic received information that 6 months post implant of this bioprosthetic valve, the patient presented with respiratory complications. The valve was found to have a high gradient with a peak gradient of 42 mmhg and mild to moderate perivalvular leak with a peak velocity of 3.2 m/sec. The patient's ejection fraction was near 30%. The physician noted this is consistent with aortic valve stenosis. The patient developed sepsis with leukocytosis and elevated liver function tests. The valve was explanted and replaced with another valve with no adverse patient effects reported.